Manufacturer narrative:
Unavailable device was not returned for eval.

Event description:
The device was used during a thoracoscopy. It was reported the ez35b closed on tissue, but the black handle would not fire. A second device was introduced to complete the procedure. No buttressing material was used. There was no consequence to the pt. Device is not being returned due to possible hiv contamination.